Event description:
Information was received that reported a pt had been hospitalized in 2005 due to diabetic ketoacidosis. Reportedly the pt had a blood glucose level of 1100mg/dl upon admission. The pt's doctor is concerned that the pump may not be functioning correctly. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.